Manufacturer narrative:
The reported complaint of the solex 7 catheter (lot # 154923) leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of the serpentine balloon. The probable root cause for the reported complaint could be due to a latent material defect. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon. A functional leak test of the returned catheter was performed, and all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the serpentine balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of previous complaints reported for solex 7 catheter lot number 154923.

Event description:
During the treatment of the neuro patient for fever management, the solex 7 catheter (lot# 154923) was inserted into the left internal jugular vein. On the fourth day of ivtm therapy, during the normothermia, the saline bag (500ml) was noticed almost empty and the presence of blood backing up from the catheter to the start-up kit (suk) tubing. The catheter leak was suspected. Per a reporter, the physician was not experienced in catheter placement. The therapy was stopped, however, no information was disclosed if the catheter was replaced or alternative therapy used. No consequences or impact to patient.